Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation/no medical intervention. Device issue: guide wire tip separation. It was reported that the lesion was dilated with two balloon catheters. Two guide wires were placed, another company's guide wire and the whisper guide wire. Upon removal of the whisper guide, there was resistance and the guide wire separated near the y-connector. The separated portion was removed from the patient's anatomy without the use of medical intervention. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contract or distributor. Evaluation summary: quality assurance analysis of the device revealed that the guide wire was returned without any blood visible. There was contrast on the coating. The core was separated 6.8 cm proximal to the tip ball. The fracture faces of the core and coating were jagged. There was a kink in the core 4.5 cm proximal to the tip ball. There were three bends in the core located 2, 47, and 57 mm proximal to the tip ball. There was no other damage noted. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive bending beyond its design limit causing the tip to detach. Normally, for the guide wire to fail due to this type of overload, some portion of the guide wire tip would have to be trapped either in the anatomy or in another device while excessive bending force was applied. From the incident description, the mechanism of how the tip became trapped appears to be related to being caught at the location of a deployed stent, possibly related to calcium. In this case, the root cause appears to be from circumstances during the procedure, but the cause is unknown due to the limited incident information. There was no apparent guide wire quality issue found in the guide wire analysis. The lot history record was reviewed and there were no non-conformities associated with this product lot. Quality inspection verifies that all requirements are met. This MDR is considered closed by the quality assurance department.